Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, physician connected the rv lead to atrial port by mistake. When the physician tried to remove the lead from atrial port, setscrew was too tight and could not be loosened. The lead and the device were replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.